Event description:
The event is reported as: "1 tube had the base where we attach the subglottic connector ("isis accessory pack" piece) coming loose from the ett body, causing an audible leak in subglottic vacuum". No pt injury reported.

Manufacturer narrative:
No sample or lot # available for MFR to investigate. Root cause unk. No corrective actions will be taken. MFR will continue to monitor and trend relating complaints.